Event description:
The complainant alleged while monitoring a pt (age unknown) complaining of chest pains, the device display blanked out twice. The complainant was able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.